Manufacturer narrative:
(B)(4).

Event description:
On december 18, 2024, palette life sciences received a notification from a [hospital] in the us. It was reported that "a syringe broke during an injection, the syringe broke at the flange. No injuries or consequences were reported."

Manufacturer narrative:
(B)(4). Complaint evaluation testing was performed from the sample returned. One half-empty syringe was returned. Number of units is in accordance with the report. The syringe has a flange brake. There are no deviations or remarks identified in the review of batch records on the lot number in the sample returned that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. The number of complaints on this batch is low. No further actions will be taken regarding this complaint, however, the batch and syringe is monitored and if relevant, further investigation will be performed. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: section d, UDI# changed from (B)(4) as per lot number in sample received.

Event description:
On december 18, 2024, palette life sciences received a notification from a [hospital] in the us. It was reported that "a syringe broke during an injection, the syringe broke at the flange. No injuries or consequences were reported."